Event description:
A clinical reviewer reported that a pt had a positive blood culture following a transfusion using the ranger fluid warming set that was controlled with a sigma pump. Reportedly, the leak occurred on (B)(6) 2012, and was noted 45 minutes into the transfusion. The swab from the port of the blood warmer leakage showed rare growth of blood serratia marcescens and staphylococcus warneri, c and s was inconclusive, but the pt was treated with oral levofloxacin upon discharge. The pt returned to the nursing home without prolonged hospital stay. Per customer request, the ranger blood/fluid warming unit 245, serial# (B)(4), was replaced by (B)(4). Microscopic analysis of the returned fluid set showed a 1mm tear inside the turn of the middle top of the fluid pathway in the heat exchanger where the rf welding is right below the handle. No other adverse pt effects were reported. If additional info is received, a follow-up report will be submitted.

Manufacturer narrative:
Pt identifier was not available. Conclusions - device not returned - no evaluation will be performed.